Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead was explanted as part of a whole system explant due to infection. The patient was hospitalized due to an un-related event when lead vegetation became evident. A new system was implanted a week later. No additional adverse patient effects where reported.